Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 10 units. Reportedly, the cartridge was filled on the previous day with 240 units of insulin. In addition, upon changing the cartridge, the customer observed a red mark on the clear plastic piece of the cartridge on the inside of the cartridge. Reportedly, the customer experienced an elevated blood glucose (bg) level of 555 mg/dl with moderate level of ketones and vomiting. A manual injection was administered to address the bg level. A new cartridge and infusion set was inserted successfully, and the insulin gauge displayed an accurate fill estimate. Recommendation was made to consult with health care provider regarding diabetes management.